Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate due to a suspected atrial driven arrhythmia with a rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored episode. The patients cardiologist will further assess the stored episode. This device remains in service. No additional adverse patient effects were reported.